Event description:
During surgical procedure for "total laparoscopic hysterectomy robotic - assisted and postoperative cystoscopy." The surgeon reported a malfunctioned for pk cutting forceps. The surgeon reported that the hand piece would not fire before having to switch to a different hand piece that did work. The problem was described as "out of box failure." The surgeon reported the pt tolerated the procedure without injury or complications.